Event description:
Evaluation revealed a misaligned display screen and review of the pump history revealed several "no cartridge detected" warnings associated with zero force.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and review of the pump history revealed several "no cartridge detected" warnings associated with zero force that could not be reproduced during evaluation.